Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with waterproof tape. The customer reports that the tape lifted resulting in the et tube dislodging and the patient had to be extubated and re-intubated. The customer states alternate methods were used to secure tube.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.